Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, blood was noted to have been leaking at the back of the valve. The procedure was completed successfully by using original device. No patient complications were reported. The sheath is not expected to return as it was disposed.